Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked reservoir tube lip, broken battery tube threads, broken belt clip slot, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 53 mg/dl at the time of incident. The customer did not mention any treatment and symptoms related to low blood glucose level. The insulin pump will not be returned for analysis.